Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 and h4 were corrected as there were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: the air supply operation stopped while the alarm sounds and light-emitting diode (led) other than the power supply turned off, detecting an error in the pressure sensor on the main printed circuit board (pcb). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator had an error sound occur and the front panel went off. The issue occurred during a therapeutic laparoscopy. There was a 15 minute delay and the procedure was completed using a similar device. There were no reports of patient harm.